Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, one of the penta lead segments had a kink with all internal wires broken. Also, other damage consistent with explant damage was observed. The cause of the breakage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22426. Related manufacturer reference number: 1627487-2020-22425. It was reported that patient had high impedances on their paddle lead. Patient underwent surgery to replace lead and extensions on (B)(6) 2020. Patient is stable and has adequate therapy.